Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the band could not be deployed. It was reported that the set-up was correct. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.